Event description:
The customer reported, via social media, that the insulin pump had a habit of the reservoir popping out of the reservoir compartment and dangling. The customer also stated that the insulin pump self bolused once. Unable to contact the customer due to lack of identifying information. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.